Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that following a recent major abdominal procedure the patients ipg could no longer hold a charge. It was unknown if electrocautery was used. The physician did not suspect any device malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that electrocautery was used during the major abdominal surgery. The patient underwent a revision procedure wherein the leads and the ipg was replaced. Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that following a recent major abdominal procedure the patients ipg could no longer hold a charge. It was unknown if electrocautery was used. The physician did not suspect any device malfunction. The patient will undergo an ipg replacement procedure.